Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was sleeping and woke up with hbgs. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. It was indicated that the customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.